Manufacturer narrative:
Additional information: evaluation summary: post market vigilance (pmv) led an evaluation of one device. The sulu was received with a loaded shipping wedge, a full complement of staples, and an engaged interlock. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all manufacturer's quality release specifications at the time of manufacture. Replication of the reported condition may occur as a result of the engaged safety lock due to improper loading of the cartridge. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a hepatectomy procedure, it was pre-fired, the device did not fire. Another device was used in order to complete the case. No patient injury